Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. The technician also observed that the device is missing its lid magnet. After replacing the lid, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The likely cause of the reported issue was determined to be due to the device's lid assembly. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.